Event description:
The hcp reported the pt had a history of comas in the past. In 2003, the pt was taken to the hospital with a "deeper coma." Three days later, a rotor study was done that showed the rotor had turned more than the expected 90 degrees after each of 2 boluses. The hcp also reported that each time the pump was refilled, less drug had been removed than had been expected. The hcp questioned overinfusion. The pump was explanted and replaced and returned to the manufacturer for analysis.